Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that a 25mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for implant on (B)(6) 2023 using an 8f amplatzer trevisio intravascular delivery system. During implant it was observed that the device was the incorrect size. The device was replaced with a new 12mm amplatzer septal occluder. The device was observed be a mis-sizing as well. The device was removed from the patient and replaced with a new 15mm amplatzer septal occluder was selected. During implant, the left disc of the device took on a cobra shape. An attempt was made to re-insert the device into the sheath and deploy. The device took on a cobra shape again. The device was removed from the patient and replaced with a new 17mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedures. There were no adverse effects to the patient.

Event description:
It was reported that a 25mm amplatzer multi-fenestrated septal cribriform occluder was chosen for implant on (B)(6) 2023 using an 8f amplatzer trevisio intravascular delivery system. During implant it was observed that the device was the incorrect size. The device was replaced with a new 12mm amplatzer septal occluder. The device was observed be a mis-sizing as well. The device was removed from the patient and replaced with a new 15mm amplatzer septal occluder was selected. During implant, the left disc of the device took on a cobra shape. An attempt was made to re-insert the device into the sheath and deploy. The device took on a cobra shape again. The device was removed from the patient and replaced with a new 17mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedures. There were no adverse effects to the patient.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the occluder was measured at 25.98mm on the distal disc and 22.07mm on the proximal disc. The multi-fenestrated occluder was measured to be 24.90mm and 25.01mm. The device for what the complaint is coded for was not returned precluded for functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Reportedly, one attempt was made to re-insert the device into the sheath and deploy. The cause of reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.